Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for high, high voltage lead impedance. The physician suspected the encapsulation of the device. The x-ray did not revealed encapsulation of the device. The notification function of the device was turned off and the patient will be followed up on remote transmissions. The patient was doing fine.